Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery; unable to perform occlusion, unexpected restart test and excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed self-test and all operating currents measurement was normal. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.